Event description:
After performing cuts, during an directional coronary arthrectomy procedure, the device was removed for cleaning and it was noted that the housing torque cable had fractured. Reportedly there was no pt injury associated with this event. The device was discarded by the user facility.